Event description:
It was reported that during a screw removal surgery after a minimally invasive chevron akin (mica) the screwdriver broke off under load. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted an ar-8741-42 cannulated, t15 hexalobe 4.0 mm beveled ft driver with a damaged tip. Based on the information provided which may include pictures, videos, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces, over-torquing/over-engaging the driver with the screw head and/or prying/leveraging the driver while engaged with the screw.

Manufacturer narrative:
Additional information: d4, g3, h3, h6. Lot# 1392332 provided. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted an ar-8741-42 cannulated, t15 hexalobe 4.0 mm beveled ft driver with a damaged tip. Based on the information provided which may include pictures, videos, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces, over-torquing/over-engaging the driver with the screw head and/or prying/leveraging the driver while engaged with the screw.